Manufacturer narrative:
All buttons functioning properly during testing however, found moisture damage to the keypad traces during visual inspection. No unexpected numbers scrolling during testing. Pump received with normal operating currents. Pump was monitored and no weak battery or battery out limit alarms occurred during testing. Pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window.

Event description:
The customer's mother reported via phone call that the insulin pump had a weak battery alert. Caller stated that the device's battery life was shorter than normal. Blood glucose level around the time of the incident was 113 mg/dl. The caller also reported that the insulin pump was cracked and had a battery out limit. Caller stated that the battery out limit occurred after a battery change and a weak battery alert. Blood glucose level at the time of this incident was around 45 mg/dl. The customer's mother also reported that the insulin pump had numbers scrolling on the display and the keypad was unresponsive. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.